Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that the pump experienced a malfunction. The customer¿s blood glucose (BG) level displayed as "High"; although a specific value was not provided. A correction injection (MDI) was delivered to address the elevated BG level, and there was no need for third-party assistance. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their HCP to obtain a backup method of insulin therapy.